Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6) and an evaluation was performed. The evaluation determined that the device failure to pass its internal self-test was due to the pneumatic block. The pneumatic block was serviced to address this issue. The unexpected restart event occurred as expected when the battery was completely discharged. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to pass its internal self-test and unexpectedly restarted. There was no patient injury reported as a result of this incident.